Event description:
It was reported that in 2008, x-ray reveals radiolucent lines around durom shell in all 3 zones of charnley and delee. Femoral stem appears well fixed. Patient complains of pain in left hip and groin. She is ambulating with a cane. Hip was previously injected with depomedrol and marcaine which gave her 1 week of relief.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.